Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker australia the technical service report indicates: fault diagnosis and results diagnosis: on examination of the scope, the internal glass rod has been shattered and is causing disruption to image quality. A replacement will be supplied. Probable root cause: incorrectly assembled optical train. Damage to optical train. End of life wear-out. Shipping damage. Use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was blurry image.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was blurry image.